Event description:
It was reported that the patient presented for a lead extraction procedure. During the procedure, the right ventricle lead and the right atrial lead began to fall apart upon attempting to pull and extract them. The leads were capped on (B)(6) 2025. The patient was stable.